Event description:
Customer reported patient device reading = 509 mg/dl and lab = 187 mg/dl. Controls were used and found to be in range. No treatment was received. A request was made for product return and replacement product was sent.